Manufacturer narrative:
The reported event was confirmed manufacturing related. 2 samples were confirmed to exhibit the reported failure. The reported failure was able to be reproduced. Products were returned unopened, therefore they were not used for diagnostic or treatment purposes. He product had caused the reported failure. A potential root cause for this failure could be "machine error". Although there is currently no specification regarding coude tip indicator alignment, the device does not meet specification as the device is intended to have a coude curve aligning with the coude indicator. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. Correction: d,f,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Event description:
It was reported that the bard 18fr urological catheter was twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient had experienced pain and bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard 18fr urological catheter was twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient had experienced pain and bleeding. No medical intervention was reported.